Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the 4.00 mm x 12 mm nc emerge mr balloon catheter was returned for analysis. A visual and tactile examination of the hypotube found a kink 43.5 cm distal to the distal end of the strain relief and no issues were identified along the entire shaft polymer extrusion. A detailed microscopic examination identified a pinhole proximal of the proximal markerband of the balloon material. A microscopic examination of the shaft polymer extrusion and tip profile were found no issues. No other device issues were identified during returned product analysis. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of cause not established. This code was selected as the most probable complaint cause based on the information available. Analysis of the returned device identified a pinhole proximal of the proximal markerband, confirming the complaint allegation of material rupture. No relevant images or procedural media were received. Based on the limited information provided, it was not possible to identify the cause of the reported event. This is most likely due to an unintentional interaction between the user and the device, at which stage of the procedure it occurred (during procedure/handling post procedure) cannot be established.

Event description:
It was reported that balloon rupture occurred. A 4.00 mm x 12 mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, it was noticed that the balloon ruptured. The procedure was completed with a different device without any patient complications reported.

Event description:
It was reported that balloon rupture occurred. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, it was noticed that the balloon ruptured. The procedure was completed with a different device without any patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.